Event description:
It was reported that the patient underwent septoplasty and turbinoplasty with four polyethylene terephthalate implants. Sometime post-op, the patient experienced foreign body sensation and pain or difficulty swallowing. One month post-op, one implant partially extruded through the mucosa. The implant was replaced. Reportedly, the patient is doing fine.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. (B)(4). The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the system involves potential risks normally associated with the use of any implanted device, including, but not limited to, sore or scratchy throat, difficulty swallowing, implant migration and partial / full extrusion of the implant. The device was discarded and neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent septoplasty and turbinoplasty. Four implants were placed in the soft palate. Sometime post-op, the patient experienced foreign body sensation and pain or difficulty swallowing. One month post-op, one implant partially extruded through the mucosa. The implant was replaced. Reportedly, the patient is doing fine.